Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record for the reported lot is in-progress. Upon completion of the investigation; a follow-up report will be filed.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
A review of the maude database identified the following event. Endotracheal tube broke on insertion - all parts were recovered, and there was no patient harm. Manufacturer response for subglottic suctioning et tube, (brand not provided) (per site reporter). Acknowledged.